Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow up report will be submitted upon completion of the evaluation or should additional information become available.

Event description:
The customer reported that the plastic luer lock housing where the tubing and luer lock are bonded together is broken on an intermate system lv167. This condition was discovered out of box. No patient injury or medical intervention was reported. No additional information is available.